Event description:
A vague report was rec'd that there were occurrences of free flow upon removing the tubing from the pump because the users were forcefully removing the slide clamp from the pump without first pressing in on the clamp to close it off. In addition the roller clamp on the tubing would not have been closed prior to removing the tubing. No specific information was received regarding the occurrences. It was reported that no pt injury resulted with any of the occurrences.